Event description:
Patient presented to the physician with the ipg moving within the pocket, causing pain. Physician brought the patient into the or, and upon opening the chest incision, the leads were observed to be tangled. Physician untangled the leads, explanted the ipg and sense lead, and implanted a newer ipg model that does not require a sensing lead, sutured, and closed. Physician confirmed twiddler's syndrome.